Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the alleged overheating issue. There was visible moisture in the pump, which failed to power on. Due to no power, all testing steps could not be performed. A crack was observed near the top right corner of the display, known to the suer. The pump failed a leak test with a battery compartment leak and case leak found. The pump was opened and internal moisture damage found. The user guide warns a damage to the pump body can affect the waterproof features, and instructs that a damaged pump should not be used.

Event description:
The reporter claimed that the subject pump was hot to hold. During troubleshooting, the animas representative noted the battery cap was secured. The battery compartment and display was found cracked. There was no product misuse. The issue was not resolved with troubleshooting. This complaint is reported due to the alleged temperature issue on the subject pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).